Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with a dexcom g7, with a sensor value of 328 mg/dl and a confirmatory fingerstick of 397 mg/dl after a recent supply change; the user was guided to calibrate the sensor and perform a site-only change, after which glucose decreased to 184 mg/dl and the user was advised to continue monitoring with fingersticks. Symptoms included hyperglycemia without associated clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.